Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level of 600mg/dl and moderate levels of ketones. A manual injection was administered to address the bg level. A supply change was performed to address the occlusion.